Event description:
Complainant alleged that during functional testing, the device was unable to complete boot sequence. Complainant indicated that there was no pt involvement in the reported malfunction.